Event description:
It was reported that during a post implant device check, a left ventricular (lv) capture threshold test was performed. During the test, atrial lead noise was detected causing the test to fail. It was noted that the pacemaker system does not include an atrial lead and that the atrial port was programmed to "plugged port" configuration. Programming changes were suggested to modify the port configuration and atrial sensitivity. No intervention was performed; however, the patient was seen in the clinic again and no noise was repeated. Lv auto capture test was functional at this point. Patient was stable.